Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the suture on the blue dilator is broken. The dart is missing and was not returned. The complaint is confirmed. The suture on the blue with white stripe dilator appears cut. The dart is missing and was not returned. The suture on the blue with white stripe dilator was most likely cut to facilitate removal of the device. Analysis reveals no damage to the capio suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific that an uphold vaginal support system device was used during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the suture broke while pulling it with the capio device through the tissue and the needle was retrieved with a gloved hand. The procedure was completed with another uphold vaginal support system. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem of lead suture broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an uphold vaginal support system device was used during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the suture broke while pulling it with the capio device through the tissue and the needle was retrieved with a gloved hand. The procedure was completed with another uphold vaginal support system. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.